Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported that plastic foreign matter is found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter. It is found when the customer takes off the needle cover sometimes. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Lot 8037531 was built and packaged on afa line 12 on (B)(6) 2018 through (B)(6) 2018. Per review it was noted that there was 1 non-related qn (packaging related) initiated for this lot and no related rejected findings throughout the build of this lot that would impact upon the quality of the product of the catheters for the alleged defect. Review disclosed that of pallets 1-20 all have been released with the exception of pallet 9 which is still unreleased and under rework for the non-related qn noted above. All required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. In process inspections for foreign/non foreign material, particulate loose or embedded were conducted at various stages throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed. Observations and testing could not be performed because units were not received for investigation of this incident. Confirmation of the defect stated in the description of the complaint could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the alleged defect. This incident is indeterminate.

Event description:
It is reported that plastic foreign matter is found on the tip of the bd insyte autoguard bc shielded IV catheter. It is found when the customer takes off the needle cover sometimes. Found before use. No reports of serious injury or medical intervention noted.